Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert due to a battery depletion code noted in the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis determined the alert was set by continuous magnet application. This is an expected outcome of magnet application and the s-ICD was operating normally. Boston scientific technical services (ts) contacted the field representative and explained that the patient needed to come in to clinic to have alert as the device would continue to beep every nine hours until cleared. The s-ICD remains in service and no adverse patient effects were reported